Manufacturer narrative:
The tandem t:slim pump user guide indicates that novolog insulin was tested and found to be safe for use in the t:slim pump for up to 72 hours and humalog for 48 hours. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had received multiple occlusion alarms during bolus delivery. Reportedly, the same cartridge had been used over the past week as the customer was short on supplies. The customer's blood glucose (bg) level was in the 300 mg/dl range and a correction bolus was delivered to address the bg level. The customer declined tandem technical support's offer to troubleshoot to determine a possible cause of the occlusion.